Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received possible inappropriate shocks due to detection of supra ventricular tachycardia (svt). It was noted the episodes were detected within the ventricular fibrillation (vf) detection zone during atrial tachycardia / atrial fibrillation (at/af). In addition, high rate non-sustained episodes with noted t-wave oversensing (twos) were observed on the right ventricular (rv) lead. The implantable cardioverter defibrillator (ICD) and rv lead remain in use. No further patient complications have been reported as a result of this event.